Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified. The therapy pca failed for pads ECG current test.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the electrocardiograph with electrodes is failing in opts test. There was no reported patient involvement / adverse patient impact.

Event description:
It was reported to philips that the electrocardiograph with electrodes is failing in opts test. There was no patient involvement.